Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic mini gastric bypass procedure, two reloads had issues. The first reload was not able to fire and got stuck after forming very few staples on tissue and the tissue was not cut. The surgeon was not able to fire the reload. While the second reload was able to fire, however the staple line was incomplete centrally. Another stapler and reload were used to complete the case. There was no patient injury.